Event description:
We were informed on february 21, 2025 about an event regarding a patient with a medtronic spinal cord stimulation (scs) system. The patient underwent a medtronic implantable pulse generator (ipg) replacement with a (B)(6) device for an unknown reason. The physician¿s name is dr. (B)(6), and the facility is (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).